Event description:
On (B)(6) 2013, the patient reported that the menu button on his infusion device was only functioning intermittently. The issue began on (B)(6) 2013. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.